Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in the past year the patient had experienced presyncope and the right ventricular lead exhibited low impedance. Programming changes were made to address the impedance change. Then on (B)(6) 2018, it was noted during the capping procedure that the lead had visible abrasion. The lead was capped and replaced and the patient was fine after the procedure.